Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a failed battery-test alarm on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was 438 mg/dl at the time of the call. The customer stated that they used lithium batteries. The customer was advised to never use lithium batteries but to use aaa alkaline battery. The customer was assisted with the issue and was informed that the pump needed a new battery cap. The customer was informed that a new battery cap will be shipped to them. The customer was advised to call back if the new battery cap did not solve the issue. No further information was provided.